Event description:
The MFR's device claimed by the hosp, involved tube with a lumen opening into the jejunem and a second opening into the stomach. The ports to each lumen are clearly marked with the words "jejunal" and "gastric". A health care professional on staff at the hosp informed the MFR that the attending physician specifically ordered that all food and medication be given through the "jejunal" lumen. A nurse used the gastric lumen contrary to these specific orders and the pt aspirated the material and died. There was no malfunction associated with the MFR's device. The MFR and the hosp both consider this an incident of user error.